Manufacturer narrative:
The patient was enrolled in the open study, a smart flex stent was implanted in the mid-superficial femoral artery (sfa). A retrograde approach was made. The access site was the left-common femoral artery (cfa). The vessel level of calcification was severe, and the vessel level of stenosis was 90%. The patient was discharged the same date of index procedure. Approximately fifty-eight (58) days after the index procedure, the patient was admitted for IV antibiotic treatment for cellulitis of the right arm. The patient was transferred to swing bed for continued treatment and discharged six days later. The event was determined to be not related to the index procedure and to the device. Approximately one-hundred thirty-seven (137) days after the index procedure, the patient was seen by primary care provider for left sided abdominal tingling and felt to possibly be underlying diverticulitis. The patient was treated with medications. The event was determined to be not related to the index procedure and to the device. Then, approximately one-hundred seventy-seven (177) days after the index procedure, the patient experienced a right superficial femoral artery in-stent restenosis. The re-stenosis was treated with drug eluting balloon angioplasty. The event was determined to be not related to the index procedure, but definitely related to the device. A day after the revascularization, the patient experienced increased irritable bowel syndrome symptoms. The patient was treated with medications. The event was determined to be not related to the index procedure and to the device. Approximately, three-hundred thirty-seven days (337) after the index procedure, the patient experienced memory loss. The patient was treated with medications. The event was determined to be not related to the index procedure and to the device. No additional information was reported. The device was not returned for analysis. A product history record (phr) review of lot 1331802 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the event reported by the customer could be related to the manufacturing process. The reported ¿in-stent arterial restenosis¿, ¿cellulitis of arm¿, ¿abdominal discomfort¿, and ¿memory loss¿ could not be confirmed. The device, procedural images, and medical records were not received for analysis. The exact cause could not be determined. Restenosis is the recurrence of stenosis, a narrowing of a blood vessel, leading to restricted blood flow. Restenosis usually pertains to an artery or other large blood vessel that has become narrowed, received treatment to clear the blockage and subsequently become renarrowed. This is usually restenosis of an artery, or other blood vessel, or possibly a vessel within an organ. Restenosis is a common adverse event of endovascular procedures. Procedures frequently used to treat the vascular damage from atherosclerosis and related narrowing and renarrowing (restenosis) of blood vessels include vascular surgery, cardiac surgery, and angioplasty. Damage to the blood vessel wall by angioplasty triggers physiological response that can be divided into two stages. The first stage that occurs immediately after tissue trauma, is thrombosis. A blood clot forms at the site of damage and further hinders blood flow. This is accompanied by an inflammatory immune response. The second stage tends to occur 3¿6 months after surgery and is the result of proliferation of cells in the media, a smooth muscle wall in the vessel. This is also known as neointimal hyperplasia. Per the instructions for use (IFU), which is not intended as a mitigation, ¿the following complications may be associated with intravascular stent implantation: abrupt closure, arterial occlusion / thrombus, arterial restenosis.¿ cellulitis is a bacterial infection involving the inner layers of the skin. The legs and face are the most common sites involved. The leg is typically affected following a break in the skin. Other risk factors include obesity, leg swelling, and old age. Treatment is typically with antibiotics taken by mouth or intravenously for serious cases. Abdominal pain is a symptom associated with both non-serious and serious medical issues. Common causes of pain in the abdomen include gastroenteritis and irritable bowel syndrome. About 10% of people have a more serious underlying condition such as appendicitis, leaking or ruptured abdominal aortic aneurysm, or diverticulitis. Memory loss is a symptom where a person experiences an abnormal level of forgetfulness and inability to recall past events in their life. This usually is a consequence of damage to the brain that may have been caused by disease, injury or excessive emotional stress. The phr review does not suggest that the event experienced by the customer could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported through the open study, approximately fifty-eight (58) days post stent implantation, the patient was admitted for IV antibiotic treatment for cellulitis of the right arm. The patient was transferred to swing bed for continued treatment and discharged six days later. The event was determined to be not related to the index procedure and to the device. Approximately one-hundred thirty-seven (137) days post stent implantation, the patient was seen by primary care provider for left sided abdominal tingling and felt to possibly be underlying diverticulitis. The patient was treated with medications. The event was determined to be not related to the index procedure and to the device. Then, approximately one-hundred seventy seven (177) days post stent implantation, the patient experienced a right superficial femoral artery in-stent restenosis. The stenosis was treated with a drug eluting balloon angioplasty. The event was determined to be not related to the index procedure, but definitely related to the device. A day after the revascularization, the patient experienced increased irritable bowel syndrome symptoms. The patient was treated with medications. The event was determined to be not related to the index procedure and to the device. Approximately, three-hundred thirty-seven days (337) post stent implantation, the patient experienced memory loss. The patient was treated with medications. The event was determined to be not related to the index procedure and to the device. Originally the patient had a successful deployment of the smart flex stent in the mid- superficial femoral artery (sfa). A retrograde approach was made. The access site was the left-common femoral artery (cfa). The vessel level of calcification was severe and the vessel level of stenosis was 90%. The patient was discharged the same date of index procedure.